Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Event description:
It was reported that the customer received a lost sensor alarm. The customer's blood glucose level was 138 mg/dl. While troubleshooting he took off the sensor and there was no cannula because it was retracted. The week before the customer received a no delivery alarm. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.